Event description:
Philips received a complaint on the dfm100 indicating that the operational check failed, port unrecognition. No patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the therapy pca failure. Reported problem was solved by field service engineer, after replacing therapy pca, device was successfully returned to service. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.